Event description:
Additional information provided from the field indicated the right ventricular (rv) lead continued to exhibit high pacing threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and high thresholds. The cause of the issue has not been determined and the patient is not pacemaker dependent. The device was reprogrammed and the patient will continue to be monitored. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.